Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no alert/notification occurred. On 12/14/2024, the patient missed an alert and passed out due to hypoglycemia. Per documentation, the patient uses g7 receiver and g7 mobile app. The patient reportedly passed out last the night before the call because she did not receive the low alert on either the receiver or mobile app. She reportedly only gets alerts when her reading was at 56 mg/dl and reportedly missed the ow alerts. The patient reportedly treated her hypoglycemia with carbohydrates. During the call, the patient was hyperglycemic and still feeling weak and shaky. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.